Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device has a black screen. During the evaluation, additional failures were observed like display connector burned, white led with low intensity. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the display connector burned. There was multiple error has been identified.